Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. The customer reported being unable to test due to a fast draining battery and as a result, experienced sweating, shaking, and weakness. The customer was treated with fruit juice, chocolate, soda, and glucagon spray (type unknown) by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A battery/power issue was reported with the adc device. The customer reported being unable to test due to a fast draining battery and as a result, experienced sweating, shaking, and weakness. The customer was treated with fruit juice, chocolate, soda, and glucagon spray (type unknown) by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader was sufficiently charged. The reader was de-cased and visual inspection was performed. Performed power consumption test and all results were within specifications. Therefore this issue is not confirmed due to fast draining battery not observed. All pertinent information available to abbott diabetes care has been submitted.